Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that starting about 6 months ago the patient experienced her pump flipping 3 times. Per the hcp, it was due to weight loss. It was resolved by the patient having the pump replaced with the smaller size pump.